Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead had an episode of ventricular fibrillation. The device delivered three shocks that did not convert the patient. It was reported that the shocking impedance was less than 20 ohms. A fourth shock, at 37 ohms shocking impedance, was delivered and did convert the patient; however, the patient had suffered a syncopal event. It was reported that the lead insulation was damaged in the area of the patient's clavicle, due to the patient's growth. The lead and device were replaced. During the device replacement procedure, it was observed that the device would emit beeping tones whenever a metallic object (e.g., clamps) came in contact with the device case.